Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and minor scratched lcd window. The insulin pump was received without the belt clip and no physical damage to belt clip slot noted.

Event description:
The customer reported via phone call that the insulin pump is cracked and there is piece that fell out after it was cracked. Customer stated that she does not know how the damage occurred. Customer stated that 1/4 of the threading on the top fell off. Customer also had a broken holster. Customer's blood glucose was 68 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.